Manufacturer narrative:
Date of report : 31may2019, date rec¿d by MFR :28mar2019. Information was received that the service engineer (se) inspected the device and found the ventilator had low tidal volume. The se set up parameters and the unit passed all performance verification testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that the ventilator had a measurement issue. There was no patient involvement.